Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, the investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a reusable biopsy procedure through encor enspire system, it was reported that during a stereotactic vertical approach procedure while in "sample" mode and they have already begun to sample the patient tissue, the encor enspire system suddenly reverted back to the "start calibration" screen. The user has to remove the needle to recalibrate and re-enter the tissue to complete the procedure. This occurred twice. It was identified that encor enspire system sn (B)(6) ((B)(4)), encor driver sn unk ((B)(4)) and encor foot pedal sn unk ((B)(4)) were used together as a system during this event. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire serial number (B)(6) was received at the bd-bard global service & repair. The encor enspire was visually inspected upon receipt and was found to be in good physical condition. There is a small lip on the left panel that is broken. The ui software is current at 1.07. The control module software is current at 1.34. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported screen reverted back to calibration mode issue and the investigation is determined to be confirmed for the identified broken lip on left panel issue. The root cause for reported screen reverted back to calibration mode issue cannot be determined as the problem could not be reproduced. The root cause for identified broken lip on left panel issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a reusable biopsy procedure through encor enspire system, it was reported that during a stereotactic vertical approach procedure while in "sample" mode and they have already begun to sample the patient tissue, the encor enspire system suddenly reverted back to the "start calibration" screen. The user has to remove the needle to recalibrate and re-enter the tissue to complete the procedure. This occurred twice.it was identified that encor enspire system sn (B)(6) (wo-(B)(4)), encor driver sn unk (wo-(B)(4)) and encor foot pedal sn unk (wo-(B)(4)) were used together as a system during this event. There was no patient injury.